Manufacturer narrative:
Follow-up received on 23-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 07-jul-2015 via uterine/tubal perforation questionnaire from physician: patient's initials, date of birth, weight and height were provided. This report refers to a 37 year-old female patient. Concomitant condition included obesity. She had 03 live births. Ectopics, c-section, spontaneous abortions and voluntary pregnancy termination were denied. She denied any previous gynecological intervention. On (B)(6) 2015 essure lot number c12710 was easily inserted during follicular phase. There were no abnormal uterine findings prior to insertion. The visualization of tubal os was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. She had no complaints immediately after insertion. On (B)(6) 2015 a transvaginal ultrasound was performed and confirmed tubal occlusion. On (B)(6) 2015 she was complaining of persistent pain and therefore x-ray was done. Patient was not advised to rely on essure. On (B)(6) 2015 hysteroscopic essure removal attempt failed. On (B)(6) 2015 she presented with abdominal pain and the diagnosis of incorrect essure position was made. A perforation unilateral on left side, in lig (ligamentum) latum post left from the tube was reported. Essure in right tube was in correct position. Other organs or intra-abdominal structure were not perforated. Essure was removed by laparoscopy. Patient requested the removal, and it was medically necessary. The outcome was recovered/resolved. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had unilateral perforation of left fallopian tube on essure (fallopian tube occlusion insert). Physician removed the device and the patient recovered. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was reported as easy. The fallopian tube perforation was diagnosed approximately 3 months after device insertion and essure was removed by laparoscopy. Although the exact mechanism of the reported event is unknown; given its nature and close temporal relation with essure placement, causality cannot be excluded. Since an intervention was required for essure removal; this case was considered an incident. An updated product technical analysis (lot number reported upon follow-up) is being sought.

Manufacturer narrative:
Updated product technical complaint results received on 11-sep-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was available. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Updated product technical complaint results received on 17-sep-2015: ptc global number is (B)(4). No major changes in previous assessment. Device similar listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2015 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had unilateral perforation of left fallopian tube on essure (fallopian tube occlusion insert). Physician removed the device and the patient recovered. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was reported as easy. The fallopian tube perforation was diagnosed approximately 3 months after device insertion and essure was removed by laparoscopy. Although the exact mechanism of the reported event is unknown; given its nature and close temporal relation with essure placement, causality cannot be excluded. Since an intervention was required for essure removal; this case was considered an incident. A review of manufacturing batch record confirmed that this lot met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6)-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Physician stated the patient had a perforation on essure two weeks before the time of this report. He was able to remove the essure and according to him, the patient was doing fine again. Follow up after reconciliation from 28-may-2015: there were enough windings in the cavum, however patient experienced pain on the left side. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had a perforation on essure (fallopian tube occlusion insert). Physician removed the device and the patient was doing fine. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Neither event's mechanism nor essure removal method was specified. Nevertheless, given the event's nature causality with the suspect insert cannot be excluded. Since an intervention is usually required for essure removal; this case was considered an incident. A product technical analysis and follow-up information are being sought.